Event description:
During an in clinic follow up, the device was found to be in back up mode due to event que overflow. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.